Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. Although a temporal association exists between fresenius products and the event of peritonitis (unknown symptoms) with subsequent hospitalization; there is no documentation that indicates a causal relationship between fresenius products and stated adverse events. Furthermore, the etiology/causality of the peritonitis event (unknown symptoms) with subsequent hospitalization cannot be determined with the information received; therefore unable to determine causality. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported by a technician that the patient was hospitalized for peritonitis. The cause of peritonitis was unknown at this point. The culture results were not sent from the hospital yet. The patient is completing dialysis treatments in the hospital.